Event description:
Ercp (endoscopic retrograde cholangiopancreatogram) procedure began with equipment set up. Autotome comes out of wrapper curled; wire was removed per protocol. Upon introduction down into scope, md attempted to adjust position to cannulate via turning the end. This was not successful after 3 attempts. The autotome was removed from the scope. Md observed that the autotome was kinked in a knot, not in a straight position. A second autotome was obtained which was properly straight and the procedure was completed. No patient harm.